Event description:
It was reported that the patient experienced muscle stimulation at a post-operative examination. The device output setting was reprogrammed. On (B)(6) 2015 the patient presented to the hospital with complaints of twitching on the stomach. An echocardiogram and computed tomography scan revealed that the right ventricular lead had perforated the patient. Open heart surgery was performed. The lead was repositioned and remained implanted. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.